Event description:
According to the customer, when sitting on the rollator he "leaned back" and the "back support failed" causing him to fall backwards on the ground.

Manufacturer narrative:
According to the customer, when sitting on the rollator he "leaned back" and the "back support failed" causing him to fall backwards on the ground. The customer reported he was hospitalized after the incident for "2 months", sent to a rehabilitation facility post hospitalization, and currently receives out-patient rehabilitation due to the fall causing "multiple broken bones". The customer reported the patient is still "struggling". It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update h6: investigation conclusions.